Event description:
The following was reported to hamilton medical ag: 260168 failed tightness test out of box. Batch # 186197. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).